Manufacturer narrative:
Prime alarm during prime test and motor error alarm during basic occlusion test due to faulty force sensor resistor. The insulin pump passed idle current test, run current test, self-test, off no power test, unexpected restart error test, displacement test and rewind test. Unable to perform occlusion test and excessive no delivery test due to prime alarm. No insulin pump alarm noted. The insulin pump received with deep scratched display window (not crack),cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was 10.9 mmol/l at the time of the incident. The customer reported that the screen is scratched and cracked as someone stepped on it. The customer also reported unexpected restart and alarm pause. The product was returned for analysis.